Manufacturer narrative:
A synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent damage. A stent strut of the most proximal stent strut row was lifted from the stent profile. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed shaft polymer extrusion kink at port exchange site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 20 synergy¿ drug eluting stent (des) was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was slightly lifted. The device was not used again and the procedure was completed with a non-bsc stent. No patient complications or injury were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 20 synergy drug eluting stent (des) was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was slightly lifted. The device was not used again and the procedure was completed with a non-bsc stent. No patient complications or injury were reported.